Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352, serial #: (B)(4), description: linear 3-4 lead, 50cm.

Event description:
A report was received that the patient had discomfort at the midline incision. The patient underwent a revision procedure wherein the leads were pushed down deeper in tissue. The patient was doing well postoperatively.